Manufacturer narrative:
Manufacturers ref # (B)(4). . G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: wce-1713: zenith alpha thoracic post market retrospective study a type ia endoleak was noted 2582 days post-procedure. On (B)(6) 2019, the 62-year-old male patient was urgently treated for thoracoabdominal aortic aneurysm with placement of a zta-p-40-217, zteg-2pt-42-32-205-pf, tbranch-34-18-202, a non-cook graft, and 5 non-cook stents, starting in zone 3. Procedure angiography revealed patent study devices, no endoleaks, and no device issues. On (B)(6) 2019, 6-month computed tomography (CT) revealed patent study devices, no thrombus, no device issues, and no endoleaks. On (B)(6) 2019, 12-month CT revealed patent study devices, no thrombus, occluded left renal artery (lra), no device issues, and no endoleaks. On the same date, arterial thrombosis of the stented segment related to the study procedure, but not study device, noting ¿angulation of renal artery or wrong sizing of the stent graft.¿ no treatment was provided. On (B)(6) 2021, 2-year CT revealed patent study devices, no thrombus, occluded lra, no device issues, and a type iiic endoleak. The type iiic endoleak was successfully treated with placement of a superior mesenteric artery (sma) relining stent on (B)(6) 2021. During 6-year patient status review, the site identified a secondary intervention on (B)(6) 2026, related to imaging on (B)(6) 2026. The secondary intervention was placement of a proximal component to treat a type ia endoleak. Patient outcome: the secondary intervention for the type ia endoleak was considered successful.